Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures. The customer's blood glucose level was 164 mg/dl. The customer was stated that they were able to clear the alarm. The customer was able to rewind the insulin pump. The customer performed self test and it was passed. The customer stated that they again received hardware low level failures. The insulin pump will not be returned for analysis.